Event description:
We currently use the moog curlin painsmart pca pump. The pump was being fixed for the FDA error 45 recall and put back in service. Several hours later the pumps displayed an "error 17 code" and stopped working. Their rep did not explain what that was and told us we had to send the pump back to moog to be fixed. He did not explain a satisfactory explanation which is why I am complaining. We could not identify what the "error 17 code" was. We were under the impression the error 45 code would be fixed but we do not know what the error 17 code is nor would they tell us. We currently use the moog curlin painsmart device for IV and epidural pain management therapy. The device is currently under FDA recall for an "error code 45" condition. The company recently had their rep perform a software upgrade which was to correct the error 45 code. After the pumps were put back in service many of them displayed an "error 17 code" and the pumps stopped working and had to be taken out of service. The company informed us the pumps had to be returned to moog in (B)(4) for repair, but did not tell us what the "error 45 code" was and what was wrong with the pumps. They did provide us loaners but we want to know what the error was and why the software fix they deployed caused another error. Dose or amount: 1ml/hr, route: iv185. Dates of use: (B)(6) 2012. Diagnosis or reason for use: pump stopped working. Event reappeared after reintroduction? Yes.